Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was frozen with number 3 on it. The customer¿s blood glucose level was unknown. Insulin pump also had unexpected restart. Customer was unable to clear the alarm the customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent esc button response due to flattened dome (creased). Device power up properly after battery installation. Device received with operating currents within spec. Device was monitored and no frozen display noted. The keypad connector was inspected and no anomalies noted. Device passed selftest, unexpected restart error test and displacement test. No unexpected restart alarms noted.